Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds) with no stent or snare. Blood and contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and no damage was found. The distal end was further inspected under magnification and it was determined that the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition, as-received, and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and non calcified proximal right coronary artery (rca). A 2.75x32mm taxus liberte stent delivery system (sds) was advanced to rca; however, the device was unable to cross the lesion and during the attempt the stent dislodged from the stent delivery balloon. The physician was able to snare the dislodged stent from the patient and the procedure was successfully completed with a different device. No additional patient complications were reported and the patient¿s condition is good. Additional information was requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and non calcified proximal right coronary artery (rca). A 2.75x32mm taxus liberte stent delivery system (sds) was advanced to rca; however, the device was unable to cross the lesion and during the attempt the stent dislodged from the stent delivery balloon. The physician was able to snare the dislodged stent from the patient and the procedure was successfully completed with a different device. No additional patient complications were reported and the patient's condition is good. Additional information was requested and is not available.